Event description:
It was reported that pump declared cartridge change error during cartridge load process. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to follow on-screen directions, successfully completed load process, and then resumed insulin delivery, with no additional actions reported.